Event description:
During service of the device, the pump had a 552 failure code when it was powered on. The hosp rep stated that there was no report of pt incident since the last baxter service event.